Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6); added here due to character limitation in respective field.

Event description:
It was reported, the duodenovideoscope had insufficiently reprocessed scopes that were used in the case, and also had possible patient infection. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death.

Event description:
It was reported that the duodenovideoscope was insufficiently reprocessed. The wire channel of the forceps lifter was not cleaned during manual cleaning and the cleaning tube was not used when reprocessing the scope in the automatic endoscope reprocessor (aer). The scope was used on another patient and there was a possibility of a patient infection; however, the patient was not showing any symptoms of infection. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: ("health professional", "company representative" and "distributor" should not be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, its likely that the reprocessing method was inappropriate or insufficient; however, a definitive root cause of the device not being reprocessed correctly or the possible patient infection was not determined. The event can be detected/prevented by following the instructions for use which state: oer-5 operation manual. 4.7 connecting tube installation. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes oer-5. Warning: attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes <oer-5> ¿shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Olympus will continue to monitor field performance for this device.